Manufacturer narrative:
G4: 11dec2019 b4: (B)(6) 2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13oct2019.

Event description:
The customer reported a ventilator with a touch screen issue. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event.